Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Based on the event information provided, it was determined the damage at the ceramic tip was most likely caused by thermo-mechanical fatigue. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. As no serial/lot number was provided, device history record review could not be completed. However, the manufacturing and quality control review was performed for the last 24 months of production without showing any non-conformity or deviations regarding the described issue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Patient's actual weight was reported as (B)(6). The device was not returned to olympus for evaluation. The cause cannot be conclusively determined. Per the IFU, "visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures) ¿ impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged".

Event description:
It was reported that during the transurethral resection of the prostate (turp), the ceramic tip of the device broke. The damaged tip caused minor bleeding which was successfully cauterized. No additional blood or hospitalization was required. The physician noted that the tip was broken prior to insertion but was not identified until resistance was felt upon insertion. The device was not inspected prior to use.